Event description:
It was reported that a vio 3 two-pedal footswitch was involved in a patient incident during a transurethral resection of the prostate (turp). The footswitch was used with an erbe electrosurgical unit [esu/generator, model vio 3, part number (p/n) 10160-000, serial number (s/n) (B)(6). No information was provided regarding any other accessory used in the operation or the esu settings employed during the procedure. Per the complainant, there was an unintended continuous activation of the footswitch during the turp. After releasing a foot pedal, the generator continued to deliver power and did not stop activating. After disconnecting the active cord from the mf socket, the esu continued to deliver power and no longer responded to button selection within the program. Restarting the unit did not resolve the issue; therefore, another generator was used to complete the procedure. There was no injury to the patient.

Manufacturer narrative:
The involved erbe esu and two-pedal footswitch were thoroughly inspected/tested. The findings were as follows: esu the generator was found to be functioning as intended. The evaluation included an electrical safety check, a function check of each of the equipment's features and a power output check. The unit was/is within specifications and all features were/are functioning properly. A review of the esu's chronological data confirmed the reported problem. Two continuous activations occurred, which were only terminated by restarting the generator (note: the unit did display an error message immediately upon powering "on" the unit and rendered the esu unusable.) Nevertheless, no problems were found with the unit that could have caused or contributed to the incident. Two-pedal footswitch. The footswitch, being more than six and half years old, showed signs of normal wear. During the functional check of the coag pedal's pushgate, the contact plate no longer lifted itself from the contact surface. The spring return functioned as intended. There was no moisture in the area of the pushgate. In conclusion, the continuous activation of the esu was the result of the activation element (pushgate) no longer lifting off the contacts or the magnetic plate. The exact cause of the mechanical switching element failure could not be determined. No anomalies were found in the device history record (DHR) of the esu or footswitch.